Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('heavy abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), nausea ("nausea"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti"), migraine ("migraines/headaches"), rash ("rashes or skin conditions"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue") and was found to have weight increased ("weight gain / loss specify which one:weight gain."). The patient was treated with surgery (essure removal scheduled in 2020). At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, female sexual dysfunction, nausea, urinary tract infection, migraine, rash, vaginal discharge, weight increased and fatigue outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, rash, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion date: previously reported as aug 2011 . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.7 kg/sqm. Ultrasound scan vagina - on (B)(6) 2015: results: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 4-dec-2019: pfs received. Reporter's information was added. Patient's demographics was added. Added event apareunia, nausea, infection : uti, migraines /headaches, rashes or skin conditions, vaginal discharge, weight gain. Concomitant conditions, lab data was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.